Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by (B)(6). The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2017 around 2am while at home. It was reported that the patient was wearing the lifevest at the time and that the patient's wife and daughter-in-law were present. The device was reportedly alarming and the family attempted CPR. Per review of the event, the device detected and alarmed for asystole four times between 01:29:09 and 01:31:17 am. The ECG recording shows that the patient was in severe bradycardia at 20 to 10 bpm degrading to asystole. The patient received five inappropriate defibrillations between 01:33:00 and 01:37:11 am on (B)(6) 2017. The rhythm at the time of treatments was asystole. CPR artifact contributed to the false detections. Asystole is considered a non-life sustaining, non-shockable rhythm.